Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n317280, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot # n318762, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that the patient was charging his device more than expected. The patient was recharging every other day instead of his previous interval of weekly recharging sessions. The increased recharging interval was indicated to have begun about 4 to 6 weeks prior to the report, prior to the patient's appointment with his healthcare provider (hcp) on (B)(6) 2012. The patient had not had any falls or trauma or started any new activities during that time. The reporter stated that the patient noticed a change in stimulation about that time and was feeling stimulation more towards the "front of his stomach." The patient could also feel stimulation in his back as he did initially, but stimulation also went to his abdomen. The reporter also noted that the patient was on program d at "70v." It was clarified that the patient's setting read 70v. If additional information is received, a follow-up report will be sent.